Manufacturer narrative:
A sample for each patient was provided for investigation. The investigation determined the results generated at the customer site were confirmed. Upon further investigation of the two patient samples, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for two patients from the cobas 8000 e 801 module, serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the samples. The patient¿s samples were submitted for investigation and were tested on a centaur analyzer, cobas e 411 immunoassay analyzer, e 801 module, and a cobas 8000 e 602 module. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the tsh assay, and patient identifier (B)(6) for the ft4 assay.